Event description:
Caller reported a malfunction on the pump after it was dropped, but it was unknown or declined whether this caused the customer¿s blood glucose level to exceed 500 mg/dl. The pump was replaced to resolve the issue, and the customer reverted to an alternate method of insulin therapy.